Event description:
Boston scientific received information that a physician conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was reported that variable sensing and impedances were noted on this right ventricular (rv) lead. The lead had exhibited high rv pacing impedances. Information suggests that the lead remained in service, but that the physician was considering replacement of the lead at the next generator change-out. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.journal reference: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print.individual complaint records were created for each observation as needed and reports filed as required.